Manufacturer narrative:
The patellar component cannot be evaluated for reported wear as it has not been returned for evaluation, but rather retained by the patient. The lot codes for this device has not been supplied, therefore, a review of the DHR is not possible. Attempts to obtain lot code info have been unsuccessful. Should the device or further info become available this evaluation will be reopened.

Event description:
The patella and insert were revised due to polyethylene wear.